Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal lioresal with a concentration of ¿2000¿ at a dose of ¿1600¿ via an implantable pump for intractable spasticity. It was reported that the patient presented to the emergency room with high fever, redness, and swelling at the pump site. The hcp withdrew several cc of purulent fluid. A sample was sent for culture, but infection was confirmed. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no [additional] diagnostics/troubleshooting performed. The patient was admitted for antibiotics. Surgical intervention did not occur. It was unknown if surgical intervention was planned. The issue was not resolved. However, it was noted that the patient¿s status was alive ¿ no injury. The patient¿s medical history and weight were unavailable. There were no further complications reported.